Event description:
It was reported that the 9800 system had a low kv and ma filament error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament and generator was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.